Event description:
It was reported that the device was implanted less than two years ago and was now nearing recommended replacement time. The device may have had premature battery depletion due to high thresholds on the left ventricular lead. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.